Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture showed that the leakage is located at the level of the replacement pump segment; however the picture did not identify any specific defect on the impacted set that could explain this leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with one unit of prismaflex m150 set, an external fluid leak from pump segment was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.